Event description:
It was reported that the ilet user experienced a transient high blood glucose following a large dinner while using a steel infusion set, with a recorded peak of 183 mg/dl and no device alerts or alarms. Symptoms included hyperglycemia. Outcomes included no clinical impact and no hospitalization. Investigation included customer care troubleshooting and education focused on meal announcements and potential incorrect meal size entry. Investigation of this case revealed a likely user-related issue involving meal announcement or meal size selection rather than a device malfunction, as glucose was trending down to 163 mg/dl by the end of the call and no alerts occurred. It was concluded, based on previously established findings for similar reports, that the cause was user interaction related to meal handling.